Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was cardio-respiratory arrest. The patient was hospitalized for pulseless electrical activity and died ten days later. Treatment was not reported. The patient was not on hospice prior to death. It was not reported if an autopsy was performed. Peritoneal dialysis therapy was ongoing prior to the hospitalization. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.